Event description:
The user facility claimed to have intermittent image problems during a colonoscopy and utilized a different, but similar device to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was forwarded to regulatory affairs for investigation. The investigation results confirmed the user's report of an intermittent image loss when the bending section was manipulated. The source of the difficulty appears related to the charge-coupler device (ccd) wires located at the bending section. This report is being filed as an MDR in an abundance of caution.